Event description:
Caller reported a malfunction on the pump, identified by the code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The pump was confirmed as part of a field correction, and since the caller did not receive the notice, technical support updated the email and resent it, also completing the necessary form on behalf of the customer. The caller was instructed to continue using the pump and to call back if any malfunction code reoccurs, which the caller acknowledged and understood.